Event description:
A service rep reported that the radioactive source failed to retract to the fully shielded position. The event occurred following installation of a replacement field light assembly and while the unit was undergoing tests prior to re-releasing the unit for clinical use.